Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a dpt (door-to-puncture time) procedure using an 8f sheath. Reportedly, the suture suddenly broke during knot advancement causing an increase in the patient's bleeding and further damage to the puncture site vessel. The vessel damage was treated by manual compression. Manual compression was applied for half an hour followed by the use of a compression device to stop the bleeding. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.